Event description:
It was reported that during equipment testing conducted at the user facility that the device had a sticky trigger that resulted in run-on. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during equipment testing conducted at the user facility that the device had a sticky trigger that resulted in run-on. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.